Event description:
It was reported that the tubing of a continuflo solution set separated from the port. This occurred prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Visual inspection revealed that the tubing had separated from the y site. The reported condition was verified. The cause of the condition was determined to be human factors issue during the assembly process. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.